Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary eval was performed. An analysis of the device log confirmed that a system fault (sf) 116 "invalid ambient temperature measurement" alarm was triggered in the device. The visual eval determined the system fault was due to physical damage to the temperature sensor wire. The device was replaced to address this issue. There was no pt injury reported for this incident. (B)(4).